Manufacturer narrative:
The investigation for the reported pump stop has been completed. The device was not returned for evaluation. The data logs were reviewed and showed the pump stop within four minutes with several motor current spikes and 13-impella stop alarms. This indicates possible biomaterial interaction with the pump impeller. Additionally, upon clinical review, the physician reported a presence of a thrombus. The root cause of the pump stop issue was most likely biomaterial in the pump.

Event description:
The user facility reported a 66-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support; however, the impella 5.5 reported a pump stop due to clot ingestion leading to pump explant. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿